Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 24 mg/dl. The customer's other blood glucose is 170 mg/dl, 100 mg/dl. The customer was treated by food. Troubleshooting was done for low blood glucose and over delivery. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does allege pump was over delivering. Customer assisted with displacement test and it was passed. Customer states that they does not allege pump was over delivering. The insulin pump will not be returned for analysis.